Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02256, 3006705815-2020-02258. Related manufacturer reference number: 1627487-2020-21669. It was reported the patient had a lead popping through the incision. Surgical intervention took place where the system was explanted to address the issue.